Event description:
The patient contacted animas on (B)(6) 2012 inquiring how to unlock the pump. During the call the patient stated that he had a bg of 2.7 mmol/l with some confusion. The patient reported treating the blood glucose with oral carbohydrate and the blood glucose resolved. The patient stated that the pump was not being implicated and he did not wish to troubleshoot at this time. The patient reported that he was only on the pump for one month and the settings were still being adjusted. This report is made based on the allegation that the patient experienced hypoglycemia related to adjustments to pump settings.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.